Manufacturer narrative:
Additional information, updated sections b.5, g.3. B.3 requested but not provided.

Event description:
It was reported during a recent site visit that an infusion of propofol (100ml) infusing at an unspecified rate completed "within a few seconds". The rn stated that "patient experienced apnea while on the vent." Although there were many attempts made there were no additional event details or information regarding lasting impact to the patient provided at this time.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided. Patient on a ventilator model/lots/serial numbers not provided. Concomitant medical products: propofol bottle.

Event description:
During a recent site visit ; it was reported that a propofol (100ml) infusion at an unspecified rate completed "within a few seconds". The rn stated that patient experienced apneic while on the vent. Although there was patient impact there was no additional event details provided at this time .